Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device "hung up". This is consistent with a device that locks up or hangs during use. There was no report of pt involvement.